Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient reported his cgm had not alerted when his value went below 55 mg/dl. The alert either did not occur or he missed it. The patient was working at a client facility when he lost consciousness and fell sustaining a bruise on his forehead and a sore shoulder. The client witnessed the fall and called an ambulance. The patient was unconscious for approximately 10 minutes until the ambulance arrived. The patient was transported to the hospital. It is unknown if the patient received any additional medication other than oxygen. The sensor insertion date, insertion site or other details were not provided. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.